Manufacturer narrative:
The device was not returned olympus for evaluation. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified procedure, the device jaw broke off and fell into the patient. The device fragment was retrieved utilizing a grasper. There was no unusual bleeding observed. The intended procedure was completed with a similar device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results correct the device manufacture date. The device was returned to olympus for evaluation. A visual inspection was performed on the returned device and found the broken probe portion detached. The broken probe portion was not returned and measured approximately 17mm in length. An u509 error code was observed when the device was connected to the lab usg-400/esg-400. The ptfe pad (teflon pad) was inspected and found to be slightly worn but still intact, no missing fragment, and no metal exposed. The consistency of movement of the handle and jaw is normal.